Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic due to nausea. It was noted that the right atrial (ra) lead exhibited oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.